Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sleeve gastrectomy. According to the reporter: the stapler slowed and stopped on tissue it was indicated for. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of over 500 cc's. Surgery time was not delayed by more than 30 minutes. No device fragment fell in patient.